Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer's mother reported via phone call low blood glucose levels. Customer's blood glucose level was as low as 43 mg/dl. Customer's mother declined to troubleshoot and advised customer is getting low blood glucose levels after the settings on the device were changed.